Event description:
End-user reported medical attention was sought on (B)(6) 2019 around 6pm at her home. End-user stated that she performed a blood glucose test with her prodigy meter and received a result of 136 mg/dl. Her husband then did another test when he realized she wasn't responding and received a result of 134mg/dl. End-user stated that her husband called the paramedics gave her some juice and a dextrose tab. End-user was unsure how long it took for the paramedics to arrive. Upon their arrival they performed a blood glucose test with their meter and received a result of 57 mg/dl. Paramedics then gave her a packet of glucose gel to raise her blood glucose. End-user was not transported to the hospital by the paramedics and she did not go on her own. The end-user stated that a normal result for her for that time of day is around 120mg/dl, and she tests her blood glucose 5 times a day. She is currently prescribed the following sliding scale for her insulin: humulin n nph: 25 units every morning humulin r: 150-174 mg/dl 2 units, 175-199 mg/dl 3 units, 200mg/dl and over 5 units. No additional information was provided.